Manufacturer narrative:
The device was returned to olympus for evaluation/inspection. Based on the results of the investigation, the foreign material was identified. It is likely the result of dust or dirt problem; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the flex video scope, which is an olympus asset with no reported complaint. During the evaluation of the device, air water channel foreign material (white foreign material) was observed. The technical assistance center (tac) representative indicated that the most likely cause of the air water channel foreign material (white foreign material) was due to a dust/dirt problem.  There was no patient involvement.